Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to o2 sensor long-life defective - o2 sensor output is most likely drifting away from specification at a setting of 100% fio2. Vyaire medical analysis with the same failure mode came to conclusion that there are local elements as consequence of microscopic leakages due to insufficient glue sealing of the contact wire glue holes / possible hollows on the crossing of the cathode wire and the glue in the front area. Shipped o2 cell to customer to resolve the problem.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. The alarms confirmed within 2 days of calibration at high fio2. Biomed technician was trained to install sensor, perform unit test and place order sensor replacement. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 221 - oxygen sensor requires calibration while on a patient. The alarm triggered on 22-oct, completed calibration and then vent is reattached to the patient. The same alarm triggered on 25-oct with the same patient. Furthermore, the customer confirmed that the patient was removed from ventilator on two different occasions, manually bagged to perform the said calibration test but no harm associated with this event.